Event description:
While a physician was performing a kidney biopsy, the device mis-fired, causing the needle core not to deploy. A new device was opened and used which then worked properly. No significant harm to the pt.